Event description:
Caller reported discrepant results for coc and apap on triage tox drug screen with mtd. Customer was notified by technicians that they have seen discrepant results on coc and apap for tox drug screen in the emergency room when the sample is repeated on a new device. One sample went from positive to negative coc. One sample went from negative to positive coc. One sample had discrepant results for apap, but the caller is not sure if it went from positive to negative or vice versa. Customer has no info on pt's (medical history, medication, etc.).

Manufacturer narrative:
Investigation pending.